Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement. The device was interrogated one day post implant, on (B)(6) 2020, before the patient was discharged. Upon interrogation, it was noted that the right atrial lead exhibited low impedance, loss of capture, and intermittent sensing. Programming changes were made. The patient was in stable condition and would continue to be monitored.